Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3: initial reporter occupation: lawyer.

Event description:
Pinnacle poly on ceramic litigation record received. Litigation alleges squeaking noise, painful right hip, discomfort and gait problem. X-ray reported superior orientation of the femoral head component relative to acetabular component. It was also alleged that there was extensive metallosis. The liner was fractured. Femoral head was discolored and worn down. Plaintiff suffered physical, mental pain, disability, disfigurement, loss of enjoyment of life, economic and medical expenses. The ceramic head was noted to be worn down due to contact with the cup. The liner was noted to be fractured. One of the screws was noted to be slightly prominent and was removed. Acetabular cup and stem were retained. Additional event information: it was found during the x-ray review performed on (B)(6) 2024 that pinn sector w/gription might be disassociated with the mating liner.

Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 concomitant. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: pinnacle poly on ceramic litigation record received. Litigation alleges squeaking noise, painful right hip, discomfort and gait problem. X-ray reported superior orientation of the femoral head component relative to acetabular component. It was also alleged that there was extensive metallosis. The liner was fractured. Femoral head was discolored and worn down. Plaintiff suffered physical, mental pain, disability, disfigurement, loss of enjoyment of life, economic and medical expenses. Doi: (B)(6) 2019; dor: (B)(6) 2022; right hip. The product was not returned to depuy synthes; however, photos were provided for review. See attachment "(B)(4)". All available x-rays were reviewed, and no evidence was found of implant fracture, disassociation, misposition or any indication of device nonconformance. There were no findings to suggest that the device contributed to the reported adverse event and product issue. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the [pinn can bone screw 6.5mmx25mm] would not contribute to the reported product issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.